Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the battery on the mainboard of the host pc. The fse replaced the mainboard battery and returned the system to use in good working order.

Event description:
It was reported to philips that the allura device would not power on. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc motherboard battery. The device was returned to expected functionality.